Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was discovered that the patient's right ventricular (rv) lead and right atrial (ra) leads exhibited noise oversensing and pacing inhibition. Additionally, insulation damage was confirmed visually on the patient's rv lead, and the ra lead was also found to display inappropriate automatic mode switch (ams). Both leads were explanted and successfully replaced. The patient remained stable.